Event description:
Customer reported she had high blood glucose over 500 mg/dl. Customer was struggling to bring them down. Treated with manual injection and it lowered to 414 mg/dl. Troubleshooting was performed. No symptoms. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.